Event description:
A siemens customer service engineer (cse) was performing maintenance on an advia centaur xp instrument, when base from the tubing he was cutting splashed into his eye. The cse used the emergency eye wash station and later went to the urgent care for evaluation. The cse was released back to work and no permanent damage was sustained.

Manufacturer narrative:
The cause of base splashing from the tubing into the cse's eye is a human factors issue. The instrument is performing according to specifications. No further evaluation of the device is required.